Event description:
Related manufacturer reference number: (B)(4). New information notes that the physician also alleged noise oversensing that led to pacing inhibition on the atrial and right ventricular lead exhibited lead. The physician explanted and replaced the dual chamber pacing system. The patient was stable.

Manufacturer narrative:
Additional information: b1, b2, b5, d7, d11, h1, h6.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. External insulation abrasion was noted at 15.5cm to 15.7cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15018. It was reported that the patient presented remotely via merlin. Net. Review of transmissions revealed that the right ventricular lead exhibited false high ventricular rate episodes due to oversensing of electrical noise. It was noted that the noise was reproducible by tapping on the pacemaker and some pacing inhibition was present. Electromagnetic interference was suspected. No device intervention was performed and the patient will be monitored. The patient was stable.